Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up. Review of the logfile shows system startup failure. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that the system failed to boot on the flexspot pc, indicating persistent startup issues and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the root cause of the issue was a defective disk bay and implemented field change order. During the implementation of the fco, it was noted that the flexspot pc experienced a failure due to a problem with the disk bay. To resolve the issue, the defective component was replaced as a part of the fco. The failure of the disk bay can be attributed to the issues resolved in philips correction 2023-igt-bst-027. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.